Event description:
Chemo (busulfan) started with flush noted upstream occlusion. Problem solved, cleared message. Reprogramed chemo when flush completed. Again within 3 minutes upstream occlusion message received. Troubleshooting cleared message. Within 5 minutes, pump beeping new message missing battery. Pump plugged in to shelf, changed outlet. Pole plugged into wall outlet which was then switched outlet. Message still reading though now red banner and beige background. Swapped out pump. The biomed dept evaluated the pump and could not find a reason for the alarms. Baxter device# 40151244. Manufacturer response for smart infusion pump, iq infusion system (per site reporter) manufacturer has been on site to review. They are continuing to follow this issue.